Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "there was no patient harm involved. Alerting "service needed". A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for air compressor failure. When powered on the pneumatics system performed excessive charge attempts before the unit alarmed. Pump was reverted to manufacturing mode and failed pneumatic recharge testing consistent with a failed air compressor.